Manufacturer narrative:
The information provided in the section of case severity with the initial report was incorrect. The correct information has been included with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The case severity has been changed to serious injury from malfunction.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated with manual injection and insulin pump and also changed infusion set. Based on customer report customer does allege pump was under delivering because of high blood glucose value. The customer declined to test insulin pump. The device will not be returned for analysis.